Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, damage to the device's exhalation port block was observed. The ventilator's exhalation port block was replaced to address this issue.